Manufacturer narrative:
Off-label, unapproved or contraindicated use (distal fixation length(s)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that the patient presented emergently with lower back pain. A CT revealed that the left contralateral limb was dislodged from the left common iliac artery, had migrated into the aorta, and that there was a distal type I endoleak. The left internal iliac artery was embolized and the limb was extended into the left external iliac artery. It was noted that the intervention procedure was completed successfully and the event had resolved. The physician stated that the cause of the event was anatomy related; specifically, due to short length of the common iliac artery at index which was outside the indications for use and resulted in insufficient sealing. The physician thought that the migration occurred long after the initial procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.